Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application would only vibrate and would not produce audio alerts (B)(6) 2016. Patient was advised to uninstall and then re-install the application. No injury or medical intervention was reported.